Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received open book image on screen. The customer¿s blood glucose level was 192 mg/dl at the time of incident. Customer was assisted with troubleshooting. Customer was disconnected from the insulin pump and delivery was suspended. Customer tried putting the insulin pump into the storage mode but the insulin pump was not turning off and it was beeping. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and was recommended to refer the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.